Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. No evidence of the reported issue was observed. The returned reader was sent for further investigation and de-cased. A visual inspection was performed on the de-cased reader's printed circuit board assembly (pcba) and no damage was observed. No evidence of the reported issue was observed. A power consumption test was performed, and the results were within specification. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that there was "a bang and there was smoke from their freestyle libre 2 reader." There was no report of the death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that there was "a bang and there was smoke from their freestyle libre 2 reader." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.